Event description:
Boston scientific crm received information that the lead safety switch (lss) was triggered on this right atrial (ra) lead. An impedance measurement of greater than 2500 ohms was noted in unipolar pacing mode. Technical services (ts) was consulted and discussed programming the device to vvi pacing mode as it appears the lead issue is causing noise and inappropriate atrial tachycardia response (atr) stored episodes. Also discussed that could replace this ra lead with the device as the device is close to needing replacement for normal battery depletion. To date, no adverse patient effects were reported. Additional information was received that during a device replacement procedure for normal battery depletion, this lead was surgically abandoned and a new lead was successfully implanted. Other than the procedure, no adverse patient effects were reported.